Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the power button on the e-100 generator turned red every few cases and required a power off using the front power button. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was completed robotically using integrated electrosurgical unit erbe (erbe) generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi received the e-100 generator and performed the failure analysis. The e-100 generator was installed into the test system, and it worked as expected with a vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws, and the cut/seal function was activated for about 100 times. The e-100 generator worked without any issue. The unit was power cycled ten times without any issue or error. The visual inspection shows the e-100 generator in good condition. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.